Event description:
The doctor reported separating a file in a patient's tooth. Retrieval of the file was not attempted and the patient was referred to an endodontist for further treatment. At the time of this report there was no further patient information available.